Event description:
It was reported that during prior to surgery, it was observed that the motor device had an air leak in the hose. The reporter clarified that the air leak was close to the hand piece. As a result, there was a fifteen minute delay to the surgical procedure as the available spare device was being used in a different procedure. A different spare device was used for the surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a hole in the hose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.